Event description:
This particular vti surgical navigation machine would not calibrate during a previous case. Because of this it was tested in the receiving area prior to being brought into the or. The vti machine calibrated in receiving but it would not calibrate in the or. The procedure was completed without the use of the vti machine. The patient was brought to pacu in stable condition.